Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was difficult to inflate due to the valve defect. The catheter was replaced with other catheter.

Event description:
It was reported that foley catheter was difficult to inflate due to the valve defect. The catheter was replaced with 2551ht24. Per notification received from investigator on 01apr2023, it was stated that visual evaluation noted a hole in the bifurcation between the drainage and irrigation arm.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The used three-way foley catheter was returned without the original packaging. Photo samples were submitted showing the balloon deflated, however, could not be evaluated for the reported failure. Visual evaluation noted a hole in the bifurcation between the drainage and irrigation arm due to webbing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.